Event description:
It has been reported to philips that the system did not power on. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was outside of clinical use when the issue occurred. A philips field service engineer (fse) went onsite and confirmed that the machine was not switching on. Troubleshooting found that the main power distribution (mpd) control unit failed, causing the reported failure. To resolve the issue, the fse replaced the mpd control unit, and the system was returned to working condition. The codes were updated based on the investigation outcome.